Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during a surgery, the device displayed four communication errors, after each of those communication errors the system shutdown and had to be restarted. This caused a delay of 40 minutes approximately. The surgery was completed and no clinical consequences were reported.

Manufacturer narrative:
Review of the data log files from the subject surgery indicated that the reported event was caused by known software bugs: one occurrence of br-37, one occurrence of br-109 and two occurrences of br-62.